Manufacturer narrative:
(B)(4) a partial lead with the distal tip measuring 26.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that asymptomatic patient in-clinic for a routine follow up. The pacing lead impedance was steadily increasing. Isometrics test was performed and noise was noted on the real-time ECG that inhibited pacing. The physician elected to extract and replaced the lead. Patient was stable post-procedure.